Event description:
This is a report of a home patient that experienced peritonitis secondary to an ongoing cdiff infection. Per the registered nurse (rn) the home patient (hp) was admitted to the hospital from home with c-diff and developed a transmural infection resulting in peritonitis (both present before admission). The hp was treated in the hospital with vancomycin (dose, frequency and lot number not reported), intraperitoneally (ip) and gentamycin ip (dose, frequency and lot number not reported). The hp was discharged to a nursing home (date unknown) for continued therapy. The peritonitis is resolved, however the c-diff is still present. The home patient is still on peritoneal dialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). A batch reivew was performed for potentially associated lot gd894170, and no issues were detected during the manufacturing of this batch. Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894170 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.